Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils, velocity delivery microcatheter (velocity), and a non-penumbra microcatheter. It was noted that the access to the patient's target anatomy was extremely tortuous. During the procedure, while attempting to advance a ruby coil through the microcatheter, the physician experienced resistance and the ruby coil became stuck in the microcatheter. Therefore, the ruby coil and microcatheter were removed. Next, the physician inserted the velocity into the patient. While advancing the previously removed ruby coil through the velocity, the physician experienced resistance and the ruby coil would only advance approximately five centimeters out of the tip of the velocity before becoming stuck. Therefore, the ruby coil was removed. The procedure was completed using other coils and the same velocity. There was no report of an adverse effect to the patient.